Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 52 mg/dl and the customer consumed sugar and a banana to treat the low bg level. The contact stated that the settings on the pump were recently adjusted by the healthcare provider (hcp). Tandem technical support recommended that the contact to discuss the settings with the hcp.